Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) confirmed that the battery date of the iabp was reset in error. The fse instructed the customer on how to reset the battery expiration date in the menu. All functional and safety tests were passed and the iabp was returned to clinical service.

Event description:
Customer reported that prior to use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "battery maintenance due" error message. No adverse event was reported.